Event description:
It was reported the pt (spain) is not receiving effective stimulation coverage and is experiencing an increased recharge burden. The issue began after the pt's ipg was replaced due to end of life. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.